Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a black image. The issue occurred during an unknown procedure. There were no reports of patient involvement.

Event description:
It was reported the camera head had a black image. The reported malfunction occurred at the beginning of an unspecified procedure. The subject device was replaced with a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was received from the customer; therefore, section b5 has been updated to reflect the additional information received accordingly. Sections d8, d9, g3, h2, h3, h4, h6, and h11 have been updated to reflect the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. According to the investigation results, cable damage was the most likely cause of the image failure. It is unknown what had caused the cable to fail/to be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.